Event description:
It was reported a 19-year-old female patient was diagnosed with a sequelae of femur fracture treated with external lengthening fixator on (B)(6) 2024. Placement of lcp plate implanted of left femur on (B)(6) 2025. A femoral lengthening of 6 cm was performed and a plate was placed for bone support at the lengthening site without fracture. Plate placement bridging the lengthening site without fracture. The patient came to the clinic on (B)(6) 2026, and reported that two months prior, while continuing muscle strengthening exercises and cycling without injury, patient experienced pain in the left thigh, which increased until three weeks ago when it became incapacitating, preventing walking. X-rays were taken during a consultation on (B)(6) 2026, confirming a plate fracture.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative:corrected: g1.h3, h6: photo investigation.the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed plate was observed to be broken at the 5th hole (from top to bottom).the lcp locking compression plate stg, se_834747 rev. Ab states the following precautions:reverse bending or use of the incorrect instrumentation for bending may weaken the plate and lead to premature plate failure (e.g. Breakage). Do not bend the plate beyond what is required to match the anatomy.do not bend the plate at the level of the holeswith the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors.as the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed.the overall complaint was confirmed as the observed condition of the lcp 4.5/5 narrow 10ho l188 sst would have contributed to the complained device issue.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.device history lot ==> part:224.601.lot no: 4l84456.manufacturing date: 28 may, 2019.manufacturing site: (B)(4).a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.h11 additional narrative:added: d9.the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.